Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction: mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6 (type of investigation), e1 (event site state). Nurse stated she had checked for blood in the helium tubing, pressed iab fill, restarted the pump, and checked for blood or discoloration in the helium tubing again. Esp personal confirmed that she was troubleshooting the correct way. Nurse stated she did not understand why this alarm continued to alarm about every 2 hours. Esp personal discussed the clinical nature of the alarm and the multitude of reasons it could alarm. They determined the alarm was most likely caused by the patient's peep of 8 and the patient being tachycardic.

Event description:
Na.